Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/69 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: catheter ablation of atrial fibrillation in patients with heart failure and preserved ejection fraction. Circulation heart failure. 2022;15: e009281. Doi: 10.1161/circheartfailure.121.009281. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding cryoballoon ablation in patients with and without heart failure with preserved ejection fraction (hfpef). The authors described patients who experienced procedure-related complications which consisted of postprocedural venous thrombosis near the puncture site and pericardial effusion without hemodynamically instability or need for intervention. All cases of pericardial effusion could be attributed to inflammatory reactions and regressed under anti-inflammatory medication. In the long term follow up period, there were patients who experienced unknown bleeding events, transient ischemic attack (tia), acute coronary syndrome, and the need for pacemaker implants. It is unknown if these events were related to the ablation procedures. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.